Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6f angio-seal vip device was returned for revaluation. The package was opened, and the locator (dilator) was bent, and it was not used. The locator was kinked at the blood inlet holes. Evaluation of the man, method, material, machine and environment was performed. The arteriotomy (puncture) locator sub-assembly is completed in three (3) stages or operations: a white hub is molded on the proximal end of the tubing per procedure. Two (2) holes are drilled into the distal end of the tubing, and one (1) additional hole are drilled at the proximal end per procedure. The distal and proximal tips of the units are formed per procedure. If a unit does not meet the requirements, it is scrapped. The accepted parts are placed in the "accept" bin for the next operation per manufacturing procedure. There is no evidence that this event was related to a device defect or malfunction. Considering the information available and the evaluation performed at the different stages of production of the locator, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the account opened an angio-seal and found the dilator was bent and it was unable to be used, the angio-seal never came in contact with the patient. They opened a second angio-seal and was able to perform the closure. The procedure outcome and patient condition was excellent. There were no other devices or equipment used with the angio-seal device. Additional information was received on (B)(6) 2018. The procedure being performed was a left leg runoff. A 6fr procedure sheath size was used. A groin angio was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6f angio-seal vip device was returned for revaluation. The package was opened, and the locator (dilator) was bent, and it was not used. The locator was kinked at the blood inlet holes. Evaluation of the man, method, material, machine and environment was performed. The arteriotomy (puncture) locator sub-assembly is completed in three (3) stages or operations: a white hub is molded on the proximal end of the tubing per procedure. Two (2) holes are drilled into the distal end of the tubing, and one (1) additional hole are drilled at the proximal end per procedure. The distal and proximal tips of the units are formed per procedure. If a unit does not meet the requirements, it is scrapped. The accepted parts are placed in the "accept" bin for the next operation per manufacturing procedure. There is no evidence that this event was related to a device defect or malfunction. Considering the information available and the evaluation performed at the different stages of production of the locator, the exact cause of the reported event cannot be definitively determined based on the available information.